Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed the device was not recognized when plugged in. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors unrelated to the manufacturing and design of the device that could have contributed to the reported event include; a damaged connector. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the camera head was not able to be change from color bar screen. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.